Manufacturer narrative:
Note: (B)(4). Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation results: the access port and the connection ring involved in this incident have been returned for evaluation. No visible defect has been detected on them. The components dimensionally compliant with the specifications. A disconnection test has been performed on the returned device and a catheter from our stock. The disconnection force is more than 3 times superior to the requirement. Conclusion: the returned access port presents no failure and is compliant with the specifications. The incident was discovered less than 2 months after the implantation. No other incident was reported on the access ports batch. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection by the practitioner. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
"Celsite access port implanted on (B)(6) 2019 without any problem. On (B)(6), patient was carried out to interventional radiology for to remove catheter because it was detached of the reservoir and it had displacement. On (B)(6) was retired the reservoir. At present patient has not implantable catheter."